Event description:
The dealer reported that the backrest would not staylocked on a custom power chair. This issue could cause the user to be stranded in an unwanted tilte position or the backrest may not provide the needed support for the user's condition..